Manufacturer narrative:
The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Mw5092023.

Event description:
User facility medwatch report received that states: "md attempted perclose. Sutures failed to deploy. Unable to withdraw perclose device without use of excessive force risking arterial damage. Unable to deploy wire. Required cut down on the femoral artery for extraction of the device with localized endarterectomy of the common femoral and proximal deep femoral arteries with bovine patch angioplasty. FDA safety report ID# (B)(4)." Additional information was received stating that arteriotomy closure of the right common femoral artery was attempted with a 6f sheath after a diagnostic coronary angiogram procedure. The patient was taken to the or and anesthesia was used. Hemostasis was achieved during the or procedure. The patient was transferred to another facility after the or procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition (failure to deploy the suture) and device entrapment could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.